Manufacturer narrative:
(B)(4). Investigation logs were provided and reviewed by a rosa engineer. The logs show a robotic error was encountered while in collaborative mode in the femur distal flow, confirming the reported event. The error could be recovered and a few femur distal flow was initiated, but the same error was encountered again in collaborative mode. Multiple collision errors were also seen in the logs, but all cuts seem to have been completed with rosa, along with the final knee evaluation. Review of the hsdk logs shows an error message indicating that a ft (force torque) sensor disconnection was detected. The cause of the robotic and collision errors in this complaint was most likely due to a defective hardware component. There were no software anomalies identified in the logs which would have caused or contributed to the reported events. Field service engineer (fse) was on site for corrective maintenance. Fse found fluctuation in gauge and fx values when applying pressure on the ft sensor cable near the plug. The cable was replaced, but the fluctuations could still be seen. As such, the ft sensor was replaced. Following the replacement of the ft sensor, the fluctuations halted. The device then passed arm accuracy, ati testing, and all applicative tests and was released for clinical use. A review of the device history records and servicing history for the device did not identify any related deviations or contributory factors. It was determined that the cause of the robotic errors was related to a hardware failure. However, a definitive root cause of the hardware failure is unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a rosa knee procedure that the unit presented an unknown robotic error. The cord going into the force sensor seemed loose. After the procedure, the unit¿s power went out. No patient harm, involvement, impact or injury. No additional information.